Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched keypad overlay, missing end cap sticker, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was high blood glucose and vomiting. Customer was treated with IV and no real food. The customer was wearing the pump at time of hospitalization. The customer was advised that pump will need to be replaced. The customer was advised to revert to backup plan until replacement arrives.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.